Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the patient experienced blood glucose (bg) reading of 500mg/dl and tested positive for ketones. A family member stated that the patient noticed the odor of insulin after his (B)(6); he then noticed that the cartridge cap was dislocated and the cartridge was outside of the pump. The family member alleged that insulin leaked from a loose connection between the cartridge and the tubing. It was said that the school nurse helped the patient to reinsert the cartridge, tighten the cartridge cap, and prime the pump. The family member said that the cartridge cap secured to the pump properly and that the patient resumed pump therapy. There was no indication that the school nurse or the family member inspected the cartridge or tubing for air bubbles or checked the security of the tubing to the cartridge. When family member later discovered the bg elevation around 8:00 pm, she said that she removed the cartridge and noted that the cartridge appeared to be empty of insulin; she alleged that the plunger was not pushed to the 0.00 ml mark indicative of a large air pocket. A family member reported that the cartridge was replaced with a filled cartridge, insulin was delivered, and bg returned to (B)(6) soon afterward. The patient has continued to use the pump and there have been no subsequent reports of bg excursions. This complaint is being reported because the school nurse and family member did not inspect the cartridge or tubing for air pockets. They did not check the integrity of the connection between the tubing and the cartridge after the cartridge was dislodged. The air likely entered the cartridge during the time the cartridge and tubing was dislodged. The bg excursion was caused when the pump delivered air from the cartridge instead of insulin.

Manufacturer narrative:
No device will be returned to animas for evaluation as there is no allegation or evidence of a device malfunction or defect. The patient has continued to use the device without any subsequent of issues.

Manufacturer narrative:
Follow-up # 2 (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and pump history revealed 'low cartridge' warnings and 'replace cartridge' alarms in the pump's history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An empty cartridge alarm was reproduced during testing and the pump emitted the appropriate audible and visual alert. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.